Event description:
It was reported that the ilet pump¿s screen separated from the base of the device, consistent with a hardware housing issue involving the display/bezel assembly. Symptoms included no alarms. Outcomes included device replacement and instructions provided for shutting down the device, syncing data to the mobile app, and returning the original device with a provided shipping label; the user was advised that data would not transfer to the replacement and to continue cgm use via the dexcom app or receiver. Investigation included customer service troubleshooting and education, verification of device serial number and addresses, and arranging shipment of a replacement unit. Investigation of this case revealed a physical separation of the screen bezel consistent with component damage to the enclosure/display interface. It was concluded, based on previously established findings for similar reports, that the cause was device component failure related to enclosure integrity.

Manufacturer narrative:
Initial.